Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was treated with juvéderm® voluma¿ xc and botox in the midface. About a week later, patient had a delayed reaction including swelling, pain, and redness in injected area. Patient used dupixent as treatment, which they were already taking for atopic dermatitis. Patient was later in the in the hospital for abscess and necrosis in the soft tissue. It was also noted patient recovered from a covid infection about a month prior to injection and was having "personal stress and was traveling". Event ongoing.